Event description:
A palmaz stent delivery system (sds) became "stuck" in the terumo sheath (size unknown) and the stent became dislodged within the sheath. The sds and dislodged stent were successfully removed from the patient, but it was noted that the shaft was elongated and the stent shape had become "deformed". Neither the stent nor the sds exited the sheath and the sheath did not appear kinked or damaged in any way. It was unknown if excessive force was used to remove the sds or if negative pressure had been applied. The lesion was described as moderately calcified and tortuous with a 100% stenosis. There was no reported patient injury.

Manufacturer narrative:
The body shaft unraveled/stretched, stent damaged and dislodged and sds impeded reported by the costumer were confirmed. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. Neither the product analysis nor DHR review analysis suggests that this kind of failure could be related to the assembly manufacturing process; therefore, no corrective action will be taken at this time. With the limited amount of information available, it is not possible to draw a clinical conclusion between the device, and the event. However, vessel characteristics and procedural factors may have contributed to the reported event. A non sterile med stent mounted 39 # 8, with a powerflex plus of 8.0mm x 4cm, 80 cm was received coiled inside a plastic bag. The balloon has residues of liquid, but it does not appear as if it had been inflated and deflated. The shaft was stretched 10 cm at 9 cm to 19 cm from the distal tip. The stent was received loose from the catheter and presents crushed like damage. No other anomalies were observed. The stent was observed under microscope at 25x of magnification, and it looks deformed, damaged and was crushed/compressed. The balloon presents evidence of stent marks, which indicates nesting process. Even though the balloon was not inflated, it presents inside residues of some liquid. It was measured the od balloon proximal seal with spec x</= 2.20mm per mwi ro210024 rev 103 and the obtained value was 2.057 mm. Micrometer laser (B)(4) with cal due date (B)(6).2010. Guidewire lumen was measured with spec .035' as maximum per IFU 1539032 rev 6 using a pin gage of 0.035" and it passed without resistance in the tip or gw lumen. (B)(4) with cal due date (B)(6) 2010. A guide wire of 0.035" was inserted in the gw lumen without resistance for both parts (gw lumen port and tip); however the gw 0.035" was stuck at the stretched part of the shaft. In addition, the stretched device was inserted without the stent in a 7fr csi and the device was not stuck inside of the csi, no resistance or friction was felt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. As part of the investigation of the recent complaint received, it was reviewed which controls are placed in the pf plus, sds and packaging lines in order to inspect any anomaly in the product, and for the catheter assembly line to the packaging line exists controls in place to detect a damage in the shaft. The body shaft unraveled/stretched, stent damaged and dislodged and sds impeded reported by the costumer were confirmed. The compliant file information suggests that procedural factors appear to have impacted the damage in the shaft and stent due to device was received in normal condition to the customer. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. Neither the product analysis nor DHR review analysis suggests that this kind of failure could be related to the assembly manufacturing process; therefore, no corrective action will be taken at this time.